Event description:
The IV nurse was asked to start a peripheral IV on a patient. The existing IV was clogged. Before starting new IV, trouble-shot current IV and found the IV was fine. Manufacturer response for baxter one-link needle free IV, baxter one-link needle free IV (per site reporter). Manufacturer aware of issue and addressing it.